Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had loss of capture and high threshold. It was noted that there was no capture at max output. Upon fluoro during temporary pacing lead placement, the lv lead appeared to be dislodged, back into the high rv (right ventricle), near or just proximal to the tricuspid valve. The physician attempted to explant the lv lead with light traction, but the lead tip retracted back into the ra (right atrium) but no further. Since the lead sensed atrial activity the lv lead was cut and capped. It was noted the physician decided to forego lv lead revision/addition due to excess risk to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2001. (B)(4).